Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depletes faster than expected. In addition, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different cable. Customer¿s blood glucose was 140 mg/dl. Customer continued using the same pump for insulin therapy.